Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had fallen, and the next day the stimulation was not in the correct location. The pt wanted stimulation in the posterior left leg, but stimulation was only received in the left hip and ribs. An x-ray was obtained, and the lead was suspected of migrating. It was reported the pt had slipped on ice, and reprogramming was unable to resolve the issue. The physician opted to explant the scs system.